Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the video-assisted thoracic surgery via laparoscopic, while in the veins, the surgeon noticed a staple formation that had leaked on the central site of the patient. To complete the case, the surgeon opened a new reload to re-staple the site.